Manufacturer narrative:
During investigation, there was also a cover crack found between corner of lens and case seal.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the display screen was dim and discolored. Unrelated to the display screen the battery compartment was found to be cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.